Manufacturer narrative:
Upon receipt the lead was found cut 24 cm and 38 cm distal to the df4 connector pin. A proximal, medial and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized including a visual inspection. Approximately 37 cm proximal to the lead tip the lead body was found squeezed and deformed, which is assumed to be the root cause for the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the deformed right ventricular shock coil most likely occurred during extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 38 months, oversensing on the ventricular channel was reported. No adverse patient side effects have been reported. The lead was explanted.